Event description:
After coagulating a patient's fallopian tube, the surgeon could not get the bipolar electro-surgical forceps to open and release the tube. The tube was cut to release it. User facility stated that the cutting of the fallopian tube did not cause any specific patient consequence or post-operative problems.